Event description:
Complainant alleged that the medic was attempting to defibrillate an 80 yr old male pt in full cardiac arrest, but when the medic discharged the device at 200 joules, the electrode arced and sparked. The medic was able to obtain another set of electrodes to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.